Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving hv therapy. Episodes of ectopy and polymorphic vt event were noted. Programming changes were made. The patient is doing fine.